Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow-up in clinic. Upon interrogation of the pulse generator, back-up operation was noted. The device was restored without problems. The patient experienced no consequences due to the back-up operation.